Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure the iol did not inject properly. Although the advancement and insertion were not as smooth as desired, the surgeon was able to stabilize and implant the lens with no harm to the patient. The lens remain implanted.